Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level more than 22.2 mmol/l. Customer reported issue with reservoir and infusion set but it was resolved after replacing infusion set. Customer stated that cannula was bended. Customer declined troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Insulin pump will not be returned for analysis.